Manufacturer narrative:
Investigation summary - no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: new box of needles opened, and not functioning correctly. 25g 1" , bd safetyglide. Lot# 2024137. Needle attached to vaccine syringe,unable to move plunger to end of syringe to expel vaccine, with needle on. Syringe works fine with different needle. Multiple needles tried from same box, and none were functioning.